Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was selected for implant. The patient's calcium volume was 553. The patient's aortic valve angle was 52. Pre-dilatation was performed with a 20mm z-med2 balloon. During implant, the patient was paced at controlled pacing of 100. The implant depth at 80% was 3mm. At release prior to migration, the implant depth was still 3mm, however when final deployment (tabs going out) occurred, the valve migrated towards the aorta. The migrated valve did not block any coronary arteries. The user believes that pacing caused the migration and that "pacing force was quite strong." The valve was not snared and a new 27mm navitor valve was successfully implanted via valve-in-valve. Post-dilatation was not required. The patient was reported to be in stable condition.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of migration or expulsion of device was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause for the reported device migration could not be determined. It is possible due to procedural conditions, however this cannot be confirmed. The reported surgical intervention was a result of case-specific circumstances as another valve was implanted (valve in valve). There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a.